Event description:
The account alleged that the brake and steer casters do not hold. No pt impact.

Manufacturer narrative:
Technician replaced the brake and steer casters to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.